Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 0 mg/dl at the time of incident. Customer was treated with food low blood glucose level and blood glucose was 22 mg/dl. It was unknown that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. On march 01, 2022, the customer alleged for low blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump was cut open to perform visual inspection and found moisture damage on the battery tube connector, battery tube, vibrator, electric boards and 40 pin flexible printed circuit/lcd. The force sensor offset measured (24.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Moisture damage found during the visual inspection on the battery tube connector, battery tube, vibrator, electric boards and 40 pin flexible printed circuit/lcd. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.